Event description:
Same case as MFR# 2134265-2010-00759 and 2134265-2010-00962. It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 95% stenosed, sub-occlusive target lesion was located in the severely calcified left anterior descending (lad) artery. The lesion was predilated with a 2.5x20mm non-bsc balloon at 24atms. The physician advanced a 2.5x24mm promus element stent delivery system (sds) to the proximal lad and deployed the stent at 18atms/15sec. The physician advanced a non-bsc balloon to post dilate the stent however there was some resistance during advancement and the physician noticed that the proximal portion of the stent recoiled towards the distal portion. Therefore, he removed the balloon catheter without inflating the balloon and advanced a 3.0x12mm promus element stent to the proximal portion of the recoiled stent. The 3.0x12mm promus element stent was deployed at 20 atms. At this point distal type c dissection was observed on the distal portion of the 2.5x24mm stent. In the physician's opinion, the dissection was caused by the longitudinal force exerted by the deformed stent. To treat the dissection a 2.25x20mm promus element sds was advanced but it could not cross the just placed stents. The sds was removed and it was noted that the mid portion of the stent was damaged. A 3.0x15mm maverick balloon was advanced to further dilate the lesion and an intra-stent defect on the distal portion of the 2.5x24mm promus element stent was observed. It appeared that "contracted material was trying to expand towards the distal portion of the stent." The physician tried to advance a non-bsc sds to treat the dissection but it would not cross the lesion. The lesion was further dilated with a 3.0x20mm quantum balloon after which a non-bsc stent was advanced and deployed to cover the "intra stent defect." To treat the dissection, the physician advanced a non-bsc sds but it did not cross. Although angiography showed "normalization" in the lumen of the previous stent, the severe distal dissection remained with distal timi iii flow and the procedure was taking longer than expected. Per the physician, the dissection had a high vessel closure risk so the patient was sent to bypass surgery. During surgery the left internal mammary artery (lima) was connected to the distal lad and a saphenous vein graft (svg) was connected to a diagonal and a distal rca. The patient has been discharged and her left ventricular function is fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR# 2134265-2010-00759 and 2134265-2010-00962. It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 95% stenosed, sub-occlusive target lesion was located in the severely calcified left anterior descending (lad) artery. The lesion was predilated with a 2.5x20mm non-bsc balloon at 24atms. The physician advanced a 2.5x24mm promus element stent delivery system (sds) to the proximal lad and deployed the stent at 18atms/15sec. The physician advanced a non-bsc balloon to post dilate the stent however there was some resistance during advancement and the physician noticed that the proximal portion of the stent recoiled towards the distal portion. Therefore, he removed the balloon catheter without inflating the balloon and advanced a 3.0x12mm promus element stent to the proximal portion of the recoiled stent. The 3.0x12mm promus element stent was deployed at 20 atms. At this point distal type c dissection was observed on the distal portion of the 2.5x24mm stent. In the physician¿s opinion, the dissection was caused by the longitudinal force exerted by the deformed stent. To treat the dissection a 2.25x20mm promus element sds was advanced but it could not cross the just placed stents. The sds was removed and it was noted that the mid portion of the stent was damaged. A 3.0x15mm maverick balloon was advanced to further dilate the lesion and an intra-stent defect on the distal portion of the 2.5x24mm promus element stent was observed. It appeared that "contracted material was trying to expand towards the distal portion of the stent." The physician tried to advance a non-bsc sds to treat the dissection but it would not cross the lesion. The lesion was further dilated with a 3.0x20mm quantum balloon after which a non-bsc stent was advanced and deployed to cover the "intra stent defect." To treat the dissection, the physician advanced a non-bsc sds but it did not cross. Although angiography showed "normalization" in the lumen of the previous stent, the severe distal dissection remained with distal timi iii flow and the procedure was taking longer than expected. Per the physician, the dissection had a high vessel closure risk so the patient was sent to bypass surgery. During surgery the left internal mammary artery (lima) was connected to the distal lad and a saphenous vein graft (svg) was connected to a diagonal and a distal rca. The patient has been discharged and her left ventricular function is fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer- a visual and microscopic examination of the returned stent delivery system revealed the stent was damaged and had moved on the balloon. The stent moved distally on the balloon so that the distal edge of the stent was located at the distal edge of the distal markerband. Stent damage was also identified on the middle section of the stent. Stent strut rows 8 to 14 from the distal end of the stent were misaligned. Further examination revealed no kinks or damage along the shaft of the device. The balloon and tip sections of the device were examined and no damage was noted that could have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).